Event description:
Per the clinic, the patient experienced swelling of scalp, pain, wound dehiscence and developed an infection at incision site. Subsequently, the patient was treated with multiple courses of oral and topical antibiotics, as well as topical steroids from october 2025 until january 2026. It was also reported that the patient underwent skin revision (silver nitrate) on (B)(6) 2025; however, the issue could not be resolved. The device was explanted on (B)(6) 2026 and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was underwent revision surgery for wound washout during the explant procedure on (B)(6) 2026. Correction: section d6b has been updated reflecting correct date of explant on (B)(6) 2026 not (B)(6) 2026.